Event description:
The service light comes on indicating an error code for low coin battery voltage. After the coin battery is replaced and the error code is cleared the service light does not turn off. The daily checks pass, but the nurses cannot ignore the service light being on. Physio-control states that this is a problem with the system board. These boards are on backorder with no release date.manufacturer response for external defibrillator, lifepak 20:main system board needs to be replaced (B) (4). There are no boards in stock at physio-control at this time and there is no estimated time for when parts will be available.